Manufacturer narrative:
(B)(4). Batch # p5912y. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device could not cut. During the vats lobectomy, when severing the pulmonary fissure, after fired, found the tissue was not cut off and some staples malformed. Changed another cartridge, the event re-happened.the scalpel and suture were used to cut the tissue and sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p5912y. The analysis found that one pse45a device was returned with no apparent damage and with an ecr45d partially fired 1/10 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.